Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that shortly after the intraocular lens (iol) was implanted in the right eye, a small posterior capsular tear was noted upon polishing and the iol was removed and replaced in the same procedure. An incision enlargement and an anterior vitrectomy were performed. No sutures were used. A non-johnson & johnson sulcus iol was implanted in the sulcus as replacement. There was no patient injury resulting from the lens. The device was discarded. No further information is available.